Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was the main capacitor. The capacitor was electrically open due an internal strap that had broken off its solder connection. The broken connection prohibited the device from charging for defibrillation. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).